Event description:
Journal article received: the predisposing factors for the heterotopic ossification after cervical artificial disc replacement; yi s, shin da, kim kn, choi g, shin hc, kim ks, yoon do h.; spine j. 2013 sep;13(9):1048-54. Doi: 10.1016/j.spinee.2013.02.036. Epub 2013 mar 27. Reported: retrospective study beginning in 2003 of 170 patients to determine predisposing factors of heterotopic ossification (ho) in patients who underwent cervical arthroplasty. The study consisted of 105 males and 65 females with a mean age of 43.5 years (range, 14-66) and a mean duration of follow-up of 19.9 months (range, 12.0-55.1 months). It was found that gender and artificial device type were shown to be statistically significant as predisposing factors of ho. Of the 28 patients that were implanted with prodisc-c, 20 of them were diagnosed with heterotopic ossification. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis. Placeholder.